Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. It is unknown at this time if the device will be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a bifurcated lesion located in the proximal left anterior descending artery. A 3.5 x 33 mm xience xpedition stent became fractured during advancement. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break (stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).case details updated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break (shaft) based on the information provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Updated case details: the actual location of the fracture was reported to be the shaft of the 3.5 x 33 mm xience xpedition stent delivery system and not the stent. No additional information was received.